Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration following a head trauma (date not reported). There are plans to re-implant the patient with a new device however this has not taken place as of the date of this report.